Event description:
It was reported that during a cholecystectomy procedure, when the gallbladder was being removed from abdomen, the bag ripped. Dr. Used the lap scope to visualize if there were any retained plastic pieces from the bag. None visualized. Afterwards, dr. Visualized bag again and was able to place the ripped portion to the rest of the bag and approximate the edges. No further intervention needed.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number 706a33 and no non-conformances were identified. Additional information was requested and the following obtained: were all pouch components retrieved from the patient? Yes. Were there any patient consequences? If yes, please describe. No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.